Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 528 mg/dl, 106 mg/dl, and 84 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.